Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer had a blood glucose reading of 305 mg/dl at 10:15 am, so she gave herself a 13 unit bolus. At 10:45 am, her blood glucose rose to 349 mg/dl. When the pod was removed, she noticed that the cannula was bent.